Event description:
It was reported by service report that the fowler section began drifting down with pt weight. Customer also stated that the fowler sometimes would not electronically raise the pt weight. There was pt involvement, however, no adverse consequences are reported.